Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system had stand alone mode issues. Bypassing the umbilical cable with axillary cable did not resolve the issue. While performing images the system would back out into stand alone mode for 15-30 seconds and would come back. Replacing the viewing station computer and interconnect cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The parts have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the pendant was stating "waiting for mobile viewing station to initialize communication". The umbilical cable looks kinked. There was no patient present at the time of the issue.

Manufacturer narrative:
The mvs computer was returned to the manufacturer for analysis. Analysis found that at start up mvs computer loads os and application, cmos check was good. Mvs server was installed in an imaging system. At initial start up, mvs displayed "an error has occurred that may have damaged the system database. Data removal was performed and mvs folder was delete and the database error was resolved. Communication, x-ray, motion and imaging were successful. Analysis found that the reported event was related to a software issue. Mvs interface cable has been received by the manufacturer for evaluation however results are not available yet.

Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that interface cable did not pass bench test due to lines being open but passed continuity test. Analysis found that the reported event was related to a electrical issue.